Event description:
One of two devices: the cardiologist attempted arteriotomy closure with a techstar xl 6 fr. Device. When deploying the device, one needle missed the barrel and presented in the subcutaneous tissue. The needle was removed through a small increase in the dermatotomy and a second device was inserted. When deploying the second device, one needle missed the barrel. The missed needle was removed through a small incision. Closure was achieved with manual compression. The pt recovered without incident.